Event description:
A malfunction alarm, specifically alarm 20, was reported during insulin pumping. Customer's blood glucose level did not exceed 500 mg/dl and was within normal range. Customer was unable to resolve cartridge loading issue despite technical assistance, leading to technical support deciding to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy and was provided instructions on returning the faulty pump.